Manufacturer narrative:
Exemption number: e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was in poor health and was not a surgical candidate. A coronary procedure was performed as a salvage case, but a minor perforation occurred during the procedure. The 2.8x19 mm graftmaster stent was inserted to treat the minor perforation in the mid left circumflex coronary artery (lcx), but the graftmaster was unable to cross the proximal lesion of the lcx due to a 90 degree bend at the proximal segment. The undeployed graftmaster stent was removed from the anatomy. Prolonged balloon inflation was performed which successfully treated the perforation. The graftmaster did not cause/contribute to adverse events. The following day, the patient expired from multi-system organ failure. The death was not related to the graftmaster. No additional information was provided.